Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced a severe hypoglycemic event during a morning walk, reporting loss of vision and almost losing consciousness. They initially treated their low bg of 80 mg/dl with glucose tablets, followed by karo syrup, 7-up, and baqsimi as their bg dropped further to 58 mg/dl with double downward arrows on their dexcom g6 continuous glucose monitor (cgm). Ems was called at 9:14 am est, arriving at 9:25 am and departing by 10:00 am. By the time ems arrived, the user's bg had risen to 165 mg/dl, with their glucometer showing 191 mg/dl and the dexcom cgm displaying 141 mg/dl. No further intervention was provided by ems beyond monitoring. The user does not recall events leading up to calling ems. This is the frist of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the other low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00670.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.